Manufacturer narrative:
Complete event site name: (B)(4). Event site postal code - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, there was resistance when removing the iab. When checked through fluoroscopy, the customer noticed a thrombus in the iab. The customer made an incision in the blood vessel and removed the iab. Blood had also been noted inside the tubing and console. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender and pressure tubing were also returned. The inner lumen was found kinked within the membrane approximately 15.7cm from the tip. Additionally a kink was on the catheter tubing approximately 23.9cm from the y-fitting. An underwater leak test of the catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and a leak was detected on the membrane approximately 4.1cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The leak may have caused blood to fill into the membrane causing the iab to be difficult to remove from the patient. The evaluation confirms the reported events. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender and pressure tubing were also returned. The inner lumen was found kinked within the membrane approximately 15.7cm from the tip. Additionally a kink was on the catheter tubing approximately 23.9cm from the y-fitting. An underwater leak test of the catheter, y-fitting, extracorporeal, pressure and extender tubing was performed but the leak could not be located. Additionally an abrasion mark was observed on the membrane near the proximal end 6.6cm from the rear seal. The condition of the iab as received indicated dried blood observed within the iab catheter. This most likely caused the reported leak, and the dried blood within the catheter is an indication of a leak. We were unable to determine how the leak may have occurred since the leak site could not be found during testing. The leak may have caused blood to fill into the membrane causing the iab to be difficult to remove from the patient. The evaluation confirms the reported events. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).